Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 179 mg/dl at time of report. Reportedly, the cartridge was changed to address the issue and the customer ultimately reverted to manual injections for alternate insulin therapy.